Event description:
It was reported there was a bad screen and the stylus pen would not calibrate. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; display overlay assembly found out of electrical specification. Analysis also found the power cord bay door is broken. Concomitant medical products: 229047, analyzer. (B)(4).